Event description:
It was reported that the patient presented to the electrophysiology (ep) lab for lead revision after the ep noticed during follow up that the left ventricular (lv) lead could not capture in any vector. Prior to the revision, fluoroscopy was performed revealing lead dislodgment. The lead had simply pulled back out of a posterior lateral vein into the main body of the coronary sinus. The lv lead was explanted and replaced. There were no adverse health consequences; the patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification. Visual inspection of the lead did not find any anomalies except for the damage found which is consistent with procedural damage.